Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm value displayed was 210 mg/dl when the patient went to bed. The next morning he woke up in the hospital. He knew that he had bitten his tongue but did not remember any details of the event or treatments he received. His daughter was the person who transported the patient to the hospital on (B)(6) 2022. The patient's nurse informed the patient that their bg finger stick value was 30 mg/dl and the cgm value was 120 mg/dl when he arrived. He was discharged on (B)(6) 2022 in stable condition and felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.